Manufacturer narrative:
Updated fields: d4, d9, g3, g6, h2, h3, h4, h6, h10. The mayfield infinity xr2 skull clamp ( a2114 ) was returned for evaluation: device history record (DHR): the DHR was reviewed and shows no abnormalities related to the reported failure. Failure analysis and root cause: the pawls were received broken, confirming the customer report. The definite root cause cannot be reliably determined. Probably root cause is wear and tear of the part and lack of maintenance. Annual preventive maintenance is recommended per product instructions for use (IFU).

Event description:
N/a.

Manufacturer narrative:
Additional information received indicates that the patient underwent posterior spinal fusion. There was no revision or medical intervention; however, patient was on prolonged anesthesia time.

Manufacturer narrative:
Attempts are being made to obtain additional information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A distributor reported on behalf of the customer that when they were about to fix the patient's head, they noticed that the pawls on the mayfield infinity skull clamp (a2114) was broken and was unable to fix the head. There was no patient injury but there was a delay for one hour as they waited for a replacement to complete the procedure. Additional information has been requested.